Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 53 mg/dl. The customer treated the low blood glucose readings with food. The husband stated that his wife has not been able to recover from the low blood glucose readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported that she is unsure. The customer was not admitted as an inpatient for medical treatment. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer stated that the pump was not exposed to an MRI. The customer was advised to speak with their health care provider regarding the low blood glucose readings.